Event description:
T."

Manufacturer narrative:
While performing a review of additional information provided by the customer, there was no patient involvement, therefore, no patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. File (B)(6) is no longer considered reportable, an MDR report will be filed to retract any reports associated with it.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date.

Event description:
It was reported while in use a no disposable pump error occurred. The cassette was changed. Patient was able to resume infusion with no issues. No patient injury was reported. No additional information is available.